Manufacturer narrative:
The lens and lens vial were not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented. It should be noted that the lens expired on 07/31/2015 prior to the date of the event (B)(6) 2015.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation. Envista toric lens is not currently approved for marketing in the united states. This report is being submitted based on similarity with envista lens.

Event description:
It was reported that the fluid in the lens vial had dried up. There was no patient contact.

Manufacturer narrative:
The lens and vial were returned. The lens was in a dried condition in the lens vial. There was dried solutions and white crystal like powder visible in the threads of the cap. The microscopic examination found the septum cracked creating a pathway for moisture to leak out. The vial leaks.